Manufacturer narrative:
The reported oad was received for analysis. The driveshaft was fractured at the distal edge of the crown. Scanning electron microscopy identified fatigue striations at the site of the driveshaft fracture. Driveshaft flexing at the weld location can initiate fatigue. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of the reported event is undetermined. At the conclusion of the device analysis, the reported event of a driveshaft fracture was confirmed. The coronary oas instructions for use states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a extremely calcified lesion in the left anterior descending coronary artery (lad). The lad was tortuous and varied between 2.5 and 3.5mm. Four proximal to distal treatments were performed, but the oad was unable to pass through the lesion due to the calcium and tortuosity of the vessel. During the final treatment, the distal tip of the oad became stuck in the lesion, and the driveshaft fractured at the distal edge of the crown. The oad fragment was retrieved on the guide wire. The procedure was completed with balloon angioplasty and stent placement. The patient was stable following the procedure.